Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.

Event description:
Ischemia/ increased visibility of the vascular network [vascular skin disorder] ([livedo reticularis]) blanching of the nasal region [pallor]. Case narrative: on 18-jun-2026, the italian subsidiary notified teoxane geneva of an adverse event. According to the information received from the injector, the patient underwent multiple filler injections: on (B)(6) 2026 the patient was injected with 4.4 ml of teosyal puresense ultra deep into the mandibular angle using the bolus technique. On (B)(6) 2026 the patient was injected with: 0.3 ml per side of teosyal rha 3 in the pyriform fossa with a retrograde linear injection 0.2 ml per side of teosyal rha 3 in the nasolabial folds with a retrograde linear injection 0.3 ml of teosyal rha 3 in the marionette lines with a retrograde linear injection 0.2 ml of teosyal rha 3 along the vermilion border of both sides of the lips with a retrograde linear injection. 4.4 ml of teosyal puresense ultra deep in the mandibular line with the bolus technique. 2 ml of rha 4 in the preauricular area with the bolus technique. No adverse events were reported in the mandibular or preauricular areas. The injector confirmed that the events were related only to the teosyal rha 3 injection in the pyriform fossa. On (B)(6) 2026, approximately 15 minutes after the procedure, the patient experienced sudden blanching of the nasal region, which resolved spontaneously within a few seconds. The patient was monitored, and hyaluronidase (300 iu/ml) was administered shortly thereafter, with 0.5 ml injected per side into the pyriform fossa. Later that evening at 10:00 pm, the patient was reassessed and presented a worsening of the symptoms, including increased visibility of the vascular network (also reported as ischemia) and livedo reticularis. An emergency protocol was initiated, including administration of betamethasone (bentelan 2 mg) and aspirin (1 g). Digital pressure applied to the nasal area resulted in restoration of vascular flow. Additional hyaluronidase (300 iu/ml) was administered, with a total of 3 ml distributed as 1 ml per pyriform fossa/nasolabial fold and 1 ml in the nasal dorsum. After 10 minutes, vascular reperfusion was confirmed with digital pressure. Gentamicin therapy was also initiated. On (B)(6) 2026, at the follow-up visit at 2:00 pm, an additional 1 ml of hyaluronidase was injected into the affected areas. The patient was prescribed bentelan 2 mg with continuation of therapy for 3 days. On (B)(6) 2026, the injector treated the patient with other 300 u.I. Of hyaluronidase in the left pyriform fossa. After injection, he confirmed that the capillary refill was fine. On (B)(6) 2026, the symptoms were completely resolved (photos provided) the complaint was subsequently closed. Case comments: alam, m., kakar, r., dover, j., harikumar, v., kang, b., wan, h., poon, e. And jones, d., 2021. Rates of vascular occlusion associated with using needles vs cannulas for filler injection. Jama dermatology, 157(2), p.174. Cassiano, d., miyuki iida, t., lúcia recio, a. And yarak, s., 2020. Delayed skin necrosis following hyaluronic acid filler injection: a case report. Journal of cosmetic dermatology, 19(3), pp.582-584. Fakih-gomez, n., orte-aldea, m., poonja, k. And khanna, d., 2019. Hyaluronic acid filler emergency kit. The american journal of cosmetic surgery, 36(4), pp.183-190. Hirsch, p., infanger, m. And kraus, a., 2020. A case of upper lip necrosis after cosmetic injection of hyaluronic acid soft-tissue filler¿does capillary infarction play a role in the development of vascular compromise, and what are the implications? Journal of cosmetic dermatology, 19(6), pp.1316-1320. Lima, v., regattieri, n., pompeu, m. And costa, I., 2019. External vascular compression by hyaluronic acid filler documented with high-frequency ultrasound. Journal of cosmetic dermatology, 18(6), pp.1629-1631. Loh, k., phoon, y., phua, v. And kapoor, k., 2018. Successfully managing impending skin necrosis following hyaluronic acid filler injection, using high-dose pulsed hyaluronidase. Plastic and reconstructive surgery - global open, 6(2), p.e1639. Loyal, j., hartman, n., fabi, s., butterwick, k. And goldman, m., 2022. Cutaneous vascular compromise and resolution of skin barrier breakdown after dermal filler occlusion¿implementation of evidence-based recommendations into real-world clinical practice. Dermatologic surgery, 48(6), pp.659-663. Ors, s., 2020. The effect of hyaluronidase on depth of necrosis in hyaluronic acid filling-related skin complications. Aesthetic plastic surgery, 44(5), pp.1778-1785. Ortiz, a., ahluwalia, j., song, s. And avram, m., 2020. Analysis of u.s. Food and drug administration data on soft-tissue filler complications. Dermatologic surgery, 46(7), pp.958-961. Sito g, manzoni v, sommariva r. Vascular complications after facial filler injection: a literature review and meta-analysis. J clin aesthet dermatol. 2019 jun;12(6):e65-e72 snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. Soares, d., 2022. Bridging a century-old problem: the pathophysiology and molecular mechanisms of ha filler-induced vascular occlusion (fivo)¿implications for therapeutic interventions. Molecules, 27(17), p.5398. Worley, n., lupo, m., holcomb, k., kullman, g., elahi, e. And elison, j., 2020. Hyperbaric oxygen treatment of keratitis following facial hyaluronic acid injection. Ochsner journal, 20(2), pp.193-196.